Manufacturer narrative:
Box b has been updated and corrected.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged cancer. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged cancer. There was no medical intervention required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and ac power cord. Manufacturer also observed customers humidifier heater plate did heat. Manufacturer used a known good manufacturer supplied heated tube on customer supplied humidifier. Manufacturer observed the manufacturer supplied known good, heated tube did operate. Secondary findings: 0 errors were logged. Ui (user interface) knob broken. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination inside humidifier and water tank. Manufacturer can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was able to confirm the complaint of visualization of particles but unable to address the symptoms specified. Manufacturer observed the following from and external and internal inspection: ui (users interface) knob broken. The air outlet port had light dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Light dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had light dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in this device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was most likely external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.